Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A company service territory manager (stm) evaluated the iabp and found the helium to intermittently vent out of port on the bottom of the high pressure regulator. The stm then replaced the helium regulator. The iabp was then returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was leaking gas. The helium tank was empty after only 1 day. This was discovered during service/test by the customer. No patient involvement or adverse event reported.